Event description:
It was reported that an xtend screw backed out from the plate.

Manufacturer narrative:
The screw was not returned, nor was the lot number listed. Dr. (B)(6) doesn't use a drill guide; he burrs first and then inserts the screws. Dr. (B)(6) works with residents, so he may not have inserted the screws. The initial surgery was on (B)(6) 2025 the backout was discovered on (B)(6) 2025 in a routine follow up visit. The patient is asymptomatic and there were no reported unusual events such as a fall or an accident. This evaluation determined that this failure was within the expected risk. Therefore, no further actions will be taken at this time. If further information is provided, this complaint can be reopened in the future.